Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a seized turbine causing the reported issue. The service technician removed the outer impeller housing of turbine and turbine would not spin. Further disassembly of the turbine's lower housing revealed traces of aluminum modules. The service technician replaced the turbine and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top 1200 is constantly alarming disc/sense alarms. The customer confirmed there was no patient involvement associated with the reported issue. It was discovered during service evaluation that the disc/sense alarms were associated with a seized turbine.